Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "pump programmed mainline at 150ml/hr; secondary set at 1gm in 50ml using library pre-programmed setting. The secondary infused completely however only 5ml showed infused; mainline ran at a very fast rate and showed running at 100ml/hr on the screen. No alarms or errors received. At this time biomed unclear if issue is with computer or pump." An incomplete date of event of xx-jul-2018 was provided." The customer reported that the mainline normal saline was infusing at a rate of 150 ml/hr. The nurse programmed the secondary of rocephin (1gm/ 50ml) at an unspecified rate using guardrails. After 1-2 minutes of the secondary infusion, the patient began to vomit; at this time the nurse observed that the entire bag of rocephin was emptied but the device displayed 5ml had been infused. The settings and lines were checked by 2 nurses to verify settings were all correct. At that time the mainline continued to infuse at a "very fast rate" even though the device displayed the rate at 100ml/hr. There was no report of alarms or errors displayed on the device during the event. The facility biomed "completed a thorough testing and both pumps worked fine; they are back in service, so far no further issues identified."